Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: versaturn f. Guide cath: heartrail 5f il3.5. Stent: synergy 2.25x28. Nc tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Evaluation summary: (B)(4). Visual inspection was performed on the returned device. The reported rupture was able to be confirmed. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion located in the mid left anterior descending artery that had moderate tortuosity, moderate calcification and was 75% stenosed. The lesion was predilated with 2.0 x 12 mm nc tenku and 2.5 x 12 mm nc tenku balloon dilatation catheters. A non abbott stent was then placed. The 2.0 x 12 mm nc tenku crossed the lesion again, without resistance, and during post-dilatation of the distal portion of the stent, the pressure of the indeflator began to decrease with applied pressure at 12 atmospheres for 20 seconds during first inflation. The device was removed from the patient and it was observed the balloon ruptured. The procedure was successfully completed with a non abbott balloon catheter. There were no reported adverse patient effects. There was no reported clinically significant delay in the procedure. No additional information was provided.